Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 170 mg/dl to 433 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with syringe. Customer also reported that the insulin pump had blank display as well as failed battery test alarm. Customer stated that the issues with the battery not lasting as long as usual for the last month. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer also stated that the spring was neither damaged nor corroded. Troubleshooting was not performed. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed-set.